Manufacturer narrative:
Bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for blood leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. It was not mentioned how many times the rubber sleeve was subjected to the vacutainer tubes during use. The maximum number of times the rubber sleeve can be subjected to the vacutainer is 6 times. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® flashback blood collection needle had poor sleeve function. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated ¿when collecting blood, the customer found that the blood collection tube was difficult to pull out after inserting the needle cover. After blood collection with multiple tubes, the sleeve was loose, causing blood leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® flashback blood collection needle had poor sleeve function. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated ¿when collecting blood, the customer found that the blood collection tube was difficult to pull out after inserting the needle cover. After blood collection with multiple tubes, the sleeve was loose, causing blood leakage.